Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient daughter reported that the patient experienced swelling, bruising and inflamed infusion sites at abdomen. The patient consulted the physician on 16-jul-2024 and prescribed with oral antibiotic. No further information available.